Event description:
The pump reportedly was found to underdeliver during routine biomedical engineering reventive maintenance testing. The amount of underdelivery was not recalled. There were no reports of any problems when the pump was in clinical use. No additional information was available.